Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to to develop a sinus infection related to a CPAP device's sound abatement foam.there was no report of patient harm or injury.the patient was prescribed antibiotics in response to the reported event. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally/internally and unknown dust/dirt contamination inconsistent with degraded sound abatement foam was observed on the outer surface,cracks and crevices suggesting a source external to the device.marks /fingerprints found on the bottom surface of the pca. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed contamination on the blower box and there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.